Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the patient attached to the unspecified bd alaris¿ pump set for lidocaine infusion fainted after getting up to use the restroom. CPR was performed and the patient was taken to the ICU. It was then noticed that the tubing clamp had come loose and the tubing was off the pump, allowing lidocaine to free-flow via gravity. The following information was provided by the initial reporter: "patient was receiving a continuous infusion of lidocaine post operatively and got up to go to the bathroom. The patient's husband yelled out for help. The staff walked in on the patient slumped over the bathroom floor, pulseless. CPR was performed and patient was transferred to the ICU. The tubing was off the pump and the roller clamp and the safety clamp were open and the bag of lidocaine had free-flowed in via gravity."